Event description:
The customer reported difficulty securing the male luer of the t connector to b. Braun IV catheters, with subsequent leaking, especially with patients 2 years old and younger who do not sit still when the connection is made. They have had the issue for an extended time but did not previously report it, and the reporter could not estimate the number of events. After starting an IV they connect the t connector and start the infusion. Then they see leaking from the connection, try to manipulate it to tighten it further, and end up over-torqueing it and cracking the luer and having to replace the set. They only replace the set if it cracks and no samples were saved. There was no report of patient harm or medical intervention. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.